Manufacturer narrative:
(B)(4). It is not yet known if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right reverse total shoulder arthroplasty. A post-op xray was completed and it revealed a foreign body. A piece of the inserter instrumentation, used to hold the prosthesis in place while the screws are inserted had fractured off behind the ball joint portion of the shoulder implant. The patient returned to the operating room for removal of the foreign body. No harm to patient. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.